Event description:
The patient uses approx. 1 brush per month. At several occasions she has noticed that the white tip has disappeared. Patient has not experienced any discomfort and does not know when the tip has disappeared. No effect on the patient.

Manufacturer narrative:
Examination have not given any conclusive evidence why this has happened. The patient have modified the brushes by shortening them with a pair of pliers. This might have caused the white end to fall off. Patient was instructed not to modify the brushes and the problem seems to have ended. Case has been closed. This event was not initially reported as an MDR. Due to incident report 06/29/2007, (MFR # 8032044-2007-00009) review according to our postmarket surveillance procedure of former similar events was done and we decided to report this issue.